Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the patient was on day 12 of receiving continuous blinatumomab infusion through her ivad. Patient was at scheduled clinic appointment when patient's father noticed that ivad was broken, so he clamped ivad and stopped pump as per previous teaching instructions. Rn at bedside confirmed breakage. It was reported this occurred twice with this patient. This report addresses the event on 8/9/2024.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the extension tubing was confirmed and the cause is currently under investigation. The product returned for evaluation was one 20 ga x 0.75 in. Safestep infusion set. The returned product sample was evaluated and the following observations were made: a tear in the extension tube was seen at the interface of the proximal luer adapter. The fracture surfaces of the damage contained striation-like patterns and radiating tear marks, which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the patient was on day 12 of receiving continuous blinatumomab infusion through her ivad. Patient was at scheduled clinic appointment when patient's father noticed that ivad was broken, so he clamped ivad and stopped pump as per previous teaching instructions. Rn at bedside confirmed breakage. It was reported this occurred twice with this patient. This report addresses the event on (B)(6) 2024.